Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested sensor code during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2022. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.